Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a check valve with male/female luer lock in which it was reported that air was found in the patient's tubing, identified at the check-valve. No clinical consequences. The air was aspirated, the device was changed, and the physician was informed¿.

Manufacturer narrative:
D9 - date returned to MFR 26mar2026. Investigation summary received one (1) used 011-cs25 check vlave with male/female luer and mating device for inspection. A crack was found on the female luer along with crazing, typical of environmental stress. The check valve and mating device were leak tested. There was leakage from the cracked female luer. The reported complaint can be confirmed. The probable cause is due to environmental stress cracking during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.